Event description:
A piece of the probe's insulation broke off and fell into the pt during surgery. The surgeon was able to remove some of the insulation but it is unk if all of the device was able to be retreived. No other complications were reported.